Event description:
The customer reported that the 840 ventilator had an erratic display. Malfunction occurred during pt use. No harm nor injury to the pt reported. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).